Event description:
Information was received that a smiths medical cadd-legacy pump had a double beep no cassette alarm. No patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received in good physical condition, but with a scratched screen. The event log was reviewed and there was no evidence of the reported issue. The device was started in application, no problems found with beeping. There was no fault found with the returned pump. However, the downstream sensor will be replaced as a preventive measure.